Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 7.3, 6.0, lab: 2.1. Time between testing: within 2 hours. Pt¿s therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 7.3, 6.0, reference: 2.1, mean: 5.13, confidence limits: na. Analysis of customer¿s data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer¿s results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. In-house therapeutic donor testing was performed with retained strips. Result comparisons met accuracy and precision criteria. Per complaint issue, pt was on painkiller medication at the time of testing. Per product insert, ¿certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants.¿ root cause of complaint could not be determined. Investigation results for retained strip lot #273314: donor 1- 1st inr: 3.2, 2nd inr: 3.3, 3rd inr: 3.2, ref: 3.02, bias thres.: 2.02-4.02, %cv: 1.79. Donor 2 ¿ 1st inr: 3.3, 2nd inr: 3.4, 3rd inr: 3.1, ref: 3.51, bias thres.: 2.51-4.51, %cv: 4.68. All replicates for both donors are within the acceptable bias for accuracy. Both donors produced % cv¿s less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), no action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.